Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the freestyle librelink application that would have led to the complaint. The user reported missing low alarm with the freestyle librelink application. Attempted to replicate the user¿s complaint using application (2.7.3.3641, ios 16.4.1) and successfully received glucose readings and alarm notification in the application. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 14 max with ios operating system version 16.6.1. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced slurred speech and a loss of consciousness. An ambulance was called and the customer had contact with a healthcare professional (hcp) who provided unspecified treatment. There was no report of death or permanent impairment associated with this event.